Manufacturer narrative:
MFR control no. Dc980201. The sample has been returned to arrow. Examination and testing found that 3 wires on the fragmentation basket were broken, and the basket tip had separated. The fact that the device was used in a native vessel, which is a manner not indicated in the product labeling, was responsible for the separation.

Event description:
It was reported the basket separated while the device was in use in a native vessel. The physician had passed the ptd into a large vein and the basket became wrapped up, turning the tip of the basket at a 90 degree angle and fracturing one of the basket wires. A snare device was used to retrieve the basket tip. The procedure was successfully performed using another ptd. The procedure involved use of the device in a manner not indicated in the product labeling.